Event description:
It was reported that a minicap transfer set broke; described as when the patient tried to close the transfer set, the patient ¿heard an unusual click and the set broke¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.